Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she had experienced low blood glucose levels ever since starting an exercise class and changing her basal rate settings. The customer also stated that the paramedics came to her house two times due to low blood glucose levels. The last event was on (B)(6) 2011. No other dates were provided. The customer has changed her settings again, and will monitor. Nothing further was reported.